Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the barrel of a bd luer-lok¿ syringe was damaged, and the plunger had a crack. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation: a photo was received for evaluation. The photo showed damaged syringe with missing stopper therefore failure mode was verified. This syringe was likely part of a jam in the assembly machine. If there is misalignment or any feeding issues, the syringe could jam in the dial and break. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This syringe was likely part of a jam in the assembly machine. If there is misalignment or any feeding issues, the syringe could jam in the dial and break.

Event description:
It was reported that the barrel of a bd luer-lok¿ syringe was damaged, and the plunger had a crack. There was no report of exposure, injury or medical intervention.